Event description:
Pt's nurse, sandra, alleged discrepant results with the inratio2 meter compared to the nurse's coaguchek meter. Results as follows: date: (B)(6) 2012; inratio inr: 2.4; coaguchek inr: 5.8. Date: (B)(6) 2012; inratio inr: 3.1, 2.9; coaguchek inr: 4.2. Nurse reported that the pt did have a hematoma in their eye on (B)(6) 2012. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.